Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was reproduced while running a loaded set. Downstream occlusion alarms were confirmed through a review of the event history log. During the evaluation, the downstream sensor gap depth and downstream current readings were both found out of specification. The sensor was adjusted to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient involvement.